Manufacturer narrative:
(B)(4).. Date sent: 06/30/2010. Device (B)(4) mfg date: (B)(4) 2009; exp date: 01/18/2014. Malformed clip, advancer bypass. Evaluation summary: the analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended, but the orange indicator was not visible; this finding is not related with the event reported. In an attempt to replicate the reported incident, the device (b) was tested for functionality, upon firing of the device, it fired ten malformed clips due to an advancer bypass. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The device locked, but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device tore the tissue by the cystic duct and artery. The second device jammed. A competitor's device was used to complete the procedure. No adverse consequences reported. No additional info is available.